Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 525 mg/dl, 189 mg/dl, 153 mg/dl, and 158 mg/dl when all tests were performed within 10 mins on the aviva system. Reporter indicated that before the readings she took her normal medications of 45 units of humalog 75/25, 750 mg of metformin, and 5 mg of glyburide and then felt hypoglycemic symptoms 3 hrs later. Reporter stated that she self-treated with orange juice and then obtained the back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.